Event description:
During a procedure for treatment, the tip of the injection gold probe fell from the device. The tip was retrieved from the patient. It was reported that there were no patient injuries. Upon evaluation on the device by this manufacturer, it was found that the needle guide tube was also detached from the device. The device was found to meet all other drawing specifications. The co is unable to determine a failure mode for the device since no anomalies, other than the detached guide tube, were found with the device. User technique and/or patient anatomy may have contributed to this event. However, the co is unable to determine the relationship between this device and the reported event.